Manufacturer narrative:
Not-used products of the same batch number returned by the customers were inspected [?]no coming off was found .the retained samples were inspected, and no coming off were found.actual device not returned; failure unconfirmed.train employees in inspection methods to reduce risks.

Event description:
On (B)(6) 2025, customer complaint was received on 808 readylance safety lancet-21g,2.8mm. Customer complained that the backs and needles of some of the lancets from lot #240818r are coming off if pressed too hard. They've reported three lancets exhibiting this issue but approximate the occurrence to be 1 out of 30.